Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, one set of three rows of staples formed correctly. The other set of three rows did not form completely and the knife transected to the end of the cartridge. The surgeon sewed intra-corpal to finish the procedure.